Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 05 april 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed that the complaint lens was cut into two pieces and with a detached (and missing) section of one haptic. The lens was cleaned, and no issues that could cause or contribute to the complaint issue could be identified. The complaint issue was not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient developed zonulysis in their operative eye post intraocular lens (iol) implantation. The iol was removed. No further information was provided.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Explant date: if explanted; give date: unknown/not provided. Initial reporter telephone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.